Event description:
It was reported that the ventricular lead exhibited an insulation abrasion. The electrical measurements were within normal specifications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.